Manufacturer narrative:
Other, other text: returned device was received with a cracked reservoir cover alongside the sides, cracked enclosure underneath the drain fitting, worn line cord and cosmetic blemishes on the front and rear enclosure. Device contains an old style board and power switch.. Evidence. During the evaluation of the device yes, adjustments couldn't be made due to a seized pump. Note: no audible alarms heard or visible alarms seen during power on. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported customer unable to perform adjustments on the level 1 hotline low flow system (hl-90). The product problem was observed during testing. There was no patient involvement. Alarms were present but not in tolerance with the over temperature trim pot adjustments.